Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the while getting ready for a case the system stated localizer not connected. She rebooted the system and the grub menu occurred. Walked her through the grub menu and was able to get to the login screen. Localizer not connected was still occurring. However, she was able to clear it and use another system for the case. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated. The results of analysis were inconclusive based on the provided information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.